Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet device after a configuration change from g6 to g7 and a device restart, while the sensor was concurrently connected to both the dexcom app and receiver; the receiver was subsequently turned off, and the sensor was restarted to resolve the pairing issue. No adverse clinical symptoms were reported. Outcomes included no impact to health and no hospitalization. User support included technical troubleshooting, education regarding bluetooth connectivity, and guidance to eliminate competing bluetooth connections. Investigation of this case revealed that concurrent bluetooth connections to the dexcom receiver and app interfered with pairing to the ilet, consistent with a communication pairing failure of the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup and environmental interference with bluetooth communication.